Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the staple line bled. It was reported that the stapler was able to fire. Another suture was taken to stop the bleeding from the staple line to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of a device. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.